Manufacturer narrative:
Per chemistry results performed by the laboratory, sebacic acid was found on the catheter tube. Manufacturing and packaging process, product components and the manufacturing equipment were evaluated to identify if the sebacic acid is used in the manufacturing process. During this assessment no sebacic acid was identified in the manufacturing and packaging process for cco models.

Manufacturer narrative:
We received one (B)(4) catheter with attached b-d syringe for examination. The reported event of not a clear surface was confirmed. The product should be free of stains, discoloration, smearing and missing parts. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.1°c when submerged in a 37.0°c water bath. Thermistor temperature reading accuracy is +/- .3° c per the vigilance manual. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned b-d syringe. The catheter body was found to be free of kinks, indentations, or scratches. Chemistry testing results found similar absorption characteristics when comparing to sebacic acid like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that what looked like scratches were observed on the catheter body. No patient complications were reported.